Event description:
The core universal driver was sent for service and it displayed a bias current error during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device was seized therefore the service tech was unable to run the device. Corrosion damage was noted with the internal components of the device.